Event description:
Information received indicates when the brakes were set the brake/steer caster would still swivel.

Manufacturer narrative:
The technician found that the hex screw that secures the caster to the base frame was missing. He installed a new caster screw to repair the bed.